Event description:
Event description cpi received information that this endotak transvenous defibrillation lead and implantable cardiovertor defibrillator (ICD) were removed from service due to inappropriate therapy and elevated shocking impedance measurements. Upon inspection, a fracture of both the is-1 and high voltage terminals were noted.